Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer pfo occluder was selected for implant. During the implant procedure, while deploying, the left disc presented in a crescent-shape in the left atrium. The device was removed and replaced with a 35 mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.

Manufacturer narrative:
The reported event of "the left disc presented in a crescent-shape in the left atrium" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.